Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the intra-aortic balloon pump (iabp) has a pneumatic control system (pcs) failure, that part needs to be replaced. No information about the patient outcome. No further information about the problem, the physicians switched for a known working pump. No formal complaints has been opened by the hospital ward.

Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for analysis. The reported complaint of "drain failure alarm" is confirmed based on the dried blood found inside the pcs assembly. Due to blood contamination, no further functional testing can be performed. The drain valve and vent valve were found to be sticky which was caused by the dried blood. The cause of the pcs failure was due to the sticky drain valve. The root cause of how the blood entered the pcs assembly is undetermined. No iab leaks/ruptures were reported. Per the IFU: blood can only enter the iabp from an iab that develops a leak. The "intra-aortic balloon membrane perforation may occur during iabp therapy. The occurrence and severity of the iab perforation is unpredictable and may be due to patient physiology, accidental contact with a sharp instrument or by contact with calcified plaque resulting in membrane surface abrasion and eventual perforation. Large perforations are rare. Small perforations can result in asymptomatic release of gas. Perforation can cause blood to appear in the balloon catheter and driveline tubing." Other remarks: a device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that "the intra-aortic balloon pump (iabp) has a pneumatic control system (pcs) failure, that part needs to be replaced. No information about the patient outcome. No further information about the problem, the physicians switched for a known working pump. No formal complaints has been opened by the hospital ward.